Event description:
The customer reported to baxter (B)(4) an administration set in which it was unable to connect to the needle adaptor. It is unknown when the alleged defect was observed. There was no patient involvement; therefore, there are no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. A visual inspection revealed that the flashball was missing from the sample. Therefore, the reported condition was confirmed. An assignable root cause could not be identified. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.